Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the insulin pump alarmed spi to motor pic communication error during the rewind/prime sequence. Customer's blood glucose reading was 220 mg/dl. Customer's mother reported that the insulin pump has an unresponsive keypad. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with no act and down button response due to corroded keypad traces. No display or count down numbers anomaly noted. Unable to verify for code 39/a39 alarm and perform functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, a21 test due to no act button response. However, all operating current test were normal. The insulin pump had minor scratched display window and cracked reservoir tube lip.